Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, along with being an active child and having no appetite, the contact suspected customer was taking more insulin than needed. Carbohydrates was consumed and bg increased to normal range. Recommendation was made to consult with healthcare provider regarding diabetes management.